Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed. The lead was replaced.